Event description:
A customer had a problem with the single lumen PICC. The customer reports "the PICC leaked from a point of about the 1 to 2cm from the butterfly stabalizing wing (on white portion of catheter). The customer reports 'they are aware they should use 5cc syringes or larger but that they have used 3cc syringe, both syringe and infusion pumps are used." The customer reports "tape is never placed on the white portion of the PICC and chloropreop is used."

Manufacturer narrative:
A sample has been returned by the customer for evaluation. An investigaton is currently underway upon completion the results will be forwarded.